Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the subclavian vein the balloon was reported to have ruptured. The vessel had moderate calcification, severe tortuosity and 90% stenosis. After stent deployment the balloon catheter was advanced towards the lesion over the guidewire through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured at two atmospheres. Subsequently attempts to retrieve the balloon catheter system were made, however, the product had a resistance in the sheath introducer and it was stuck during the withdrawal. Therefore, both balloon catheter and sheath introducer were removed as one unit. There was no adverse consequence to the pt. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.